Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that tip of the resector snapped off in the shoulder. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: the tip of the resector snapped off. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. (B)(4).

Event description:
It was reported that tip of the resector snapped off in the shoulder. Although there was patient involvment, there was no adverse consequence.